Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient (pt) was implanted with an device on (B)(6) 2026 and it was removed on saturday, (B)(6) 2026 due to infection. The caller indicates that there were no manufacturer representatives (rep) present at explant. Timeline history: tuesday, (B)(6) 2026: pt went to clinic and saw physician assistant (pa) to look at wound. Pa wasn't concerned at that point and sent pt home. Thursday, (B)(6) 2026: pt came in to due to pain and look at wound. Decision was made to turn off the device to see if that would improve pt's pain issue and started pt on antibiotics. Friday, (B)(6) 2026: pt called back into office stating that they still were having pain. Healthcare provider (hcp) found out after implant that the pt is an uncontrolled diabetic and also was on steroids for another unrelated issue the week prior to implant. It was decided that the hcp would remove the ins given current status and previous health and device infection history. Saturday, (B)(6) 2026: ins was removed and hcp indicated that the wound looked much better than it did 2 days before, clear fluid was present and no puss seen. They did get cultures and the device came out with no issues.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.